Event description:
It was reported that the user experienced postprandial hyperglycemia with a peak blood glucose in the 190s mg/dl after breakfast while using the ilet, during which insulin had been paused earlier and was later confirmed as resumed; the device did not issue any alerts, and education on ilet adaptation to breakfast patterns was provided. Symptoms included no reported clinical effects. Outcomes included no need for correction, outside assistance, or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.